Event description:
Pt developed diarrhea and chest pain after 5ml heparin port flush after his ivig infusion. Both resolved spontaneously. Pt saw cardiologist who did not find anything wrong. Dose or amount: 5ml. Frequency: once. Route: IV. Dates of use 2008. Diagnosis or reason for use: port maintenance.